Event description:
It was reported that the table on the 2600 sys is not working. It was noted that intermittently the table will not boot and when this happens, it will not move. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified a carboned connection on the table cpu board. Cleaned the connection. The sys was tested and found to be working as intended and placed back into svc.